Event description:
It was reported that during a pci procedure, the maverick2 balloon ruptured on the initial inflation at 5 atms. The lesion being treated was located in the severely calcified, very tortuous and 90% stenotic mid left anterior descending artery (lad). The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good.'